Event description:
Catheter placed in downstate hosp on unknown date in 1996. Broke during removal. Distal end retrieved by radiology, percutaneously via rt groin from right atrium/superior vena cava. Removed because of persistent infection. Pt had complained of feeling meds infused in subclavian area. Per IV therapy, this might have indicated a crack.